Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximate 11.0 cm and 136.0 cm from the proximal end. The pusher assembly was fractured approximately 137.0 cm from the proximal end. The mid-joint of the pusher assembly was proximal to the friction lock. The embolization coil was detached from the ddt of the pusher assembly. Offset coil winds were present on the proximal end of the embolization coil. Resistance was encountered while attempting to retract the distal fractured segment out of the introducer sheath. The embolization coil could not be flushed out of the introducer sheath and, therefore, a demonstration 0.015¿ mandrel was used to advance the coil out of the sheath. The pusher assembly was fractured and, therefore, no further testing could be performed. Conclusions: evaluation of the returned first smart coil revealed offset coil winds and pusher assembly kinks. If the introducer sheath is not seated properly within the hub of the parent catheter, resistance may be encountered while advancing. If the device is forcefully advanced against this type of resistance, pusher assembly kinks and offset coil winds will likely occur. These damage were likely the cause of the reported difficulty advancing. The additional kinks were likely incidental to the reported complaint. Evaluation of the second smart coil revealed the mid-joint was proximal to the introducer sheath friction lock, pusher assembly kinks and fracture. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath allowing it to seat properly on the pusher assembly mid-joint. If the mid-joint is moved past the friction lock, resistance may be encountered while advancing. If the device is forcefully advanced against this type of resistance, kinks and fractures may occur. Further evaluation revealed additional kinks and offset coil winds. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02419.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-02419.

Event description:
The patient was undergoing a coil embolization in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician was then unable to advance two smart coils out of their introducer sheaths and into the hub of the microcatheter. Therefore, the smart coils were removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.